Manufacturer narrative:
Post market vigilance (pmv) received two device. The visual inspection of the sample noted 2 sutures and 2 needles. Both needles were detached form the sutures. One suture was properly seated in the retainer with only the needle missing. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a transcatheter aortic valve implantation procedure (tavi) done in ovine research, 3 sutures were opened and 2 of the sutures were faulty. The first suture was opened from the package and the needle was completely disconnected from the strand. The second device's needle disconnected at the swage when the doctor tugged on it. They opened a third device and it worked without any issue. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the sample noted two sutures and two needles. Both needles were detached form the sutures. One suture was properly seated in the retainer with only the needle missing. Proper crimp marks were noted on the swaged ends of the needles. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. These units undergo 100% pull testing after attaching. Manufacturing records show this testing was properly performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.